Event description:
It was reported via literature that patients who underwent the transcarotid artery revascularization (tcar) procedure experienced adverse events in the periprocedural period. The purpose of the study was to evaluate and compare the outcomes of three carotid revascularization procedures: tcar, carotid endarterectomy (cea), and carotid artery stenting (cas). Tcar is a new technique designed to reduce the risk of embolic events by accessing the carotid artery directly in the neck and using flow reversal to protect against stroke during stenting. The study aimed to determine whether tcar offers favorable outcomes compared to the more established procedures, particularly given its less invasive nature and potential for reduced complications. Researchers utilized data from the national inpatient sample (nis) between october 2015 and 2019, analyzing a total of 369,045 carotid revascularization procedures. These included 2,390 tcar cases. 11.9% of patients undergoing tcar presented with symptomatic carotid disease. Hypertension was present in 73.6% of patients, and 32.8% had diabetes mellitus. Coronary artery disease was reported in 48.7% of patients, while peripheral vascular disease was found in 31.6%. Renal failure affected 21.1% of patients, congestive heart failure 14.0%, and pulmonary disease 30.1%. Prior cardiac procedures included percutaneous coronary intervention (pci) in 16.9% of patients and coronary artery bypass grafting (CABG) in 16.7%. Tcar was associated with significantly lower odds of periprocedural stroke and myocardial infarction. Specifically, tcar patients had a stroke rate of 0.42% and a myocardial infarction rate of 1.46%, both lower than those observed in the cea group. When compared to cas, tcar showed even more pronounced benefits, with significantly lower odds of stroke. Additionally, tcar patients experienced fewer major adverse events (maes), particularly in asymptomatic cases. However, in symptomatic patients, tcar was associated with a higher risk of myocardial infarction, likely due to the greater cardiovascular comorbidity burden in this group.

Manufacturer narrative:
A2: the mean age of patients was 72.0 years with a standard deviation of 9.89 years. A3: 57.3% of patients undergoing tcar were male. A6: 84.9% of patients undergoing tcar were white. B3: the event date was estimated as the earliest known tcar procedure included in the cohort. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Ramsay, I. A., burks, j. D., lu, v. M., silva, m., abdelsalam, a., starke, r. M., & luther, e. (2023). Perioperative outcomes in transcarotid artery revascularization versus carotid endarterectomy or stenting nationwide. Operative neurosurgery, 25(5), 453-460. Https://doi.org/10.1227/ons.0000000000000865.